Manufacturer narrative:
Submit date: 09/28/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the syringes were broken inside the box..

Manufacturer narrative:
The device history record (DHR) for lot 700301 indicates that there were no non-conformance reports (ncr)s issued on the printed barrel or molded barrel components used in lot 700301.there were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined based on the available information. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the product is inspected for damage. The lot met all defined acceptance requirements and was released. No corrective action is required for this complaint because the exact root cause could not be determined based on the information available and there was no indication of a systemic issue with the process. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.